Event description:
A report was received that the patient underwent an ipg revision. While in recovery, following the procedure, the patient suffered a stroke. The physician felt the stroke was due to the patient stopping his medication prior to the procedure. The patient has made an excellent recovery and has been discharged.